Manufacturer narrative:
Additional narrative: patient ID/initials, age/date of birth and weight are unknown. Date of event is unknown. (B)(4). Reporter address and phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one day after implantation of locking compression volar distal radius plate, three (3) locking screws broke. Concomitant device reported: ti lcp® volar distal radius plate extra-articular/right (part # 442.464, lot # 7083530, quantity 1); unknown locking screws (part # unknown, lot # unknown, quantity 2), 2.7mm ti cortex screw self tapping (part # 402.874, lot # l276908, quantity 1). This report is for one (1) 2.4mm ti locking screw. (B)(4).

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not returned to manufacturer. Physical manufacture site is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: date previously reported in (B)(4) was (B)(6) 2018. Date should have been (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.